Event description:
Doctor reported, "patient had phaco/tube combined, iop slightly low but normal ac pod1, shallowed at some point in the next week and came in pow1 with an iol optic that had prolapsed out of the bag and was touching cornea. There's a pretty good chance this was due to him rubbing and not a problem with the tube. I took him back to the or, repositioned the iol, and he had no further problems."

Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.